Manufacturer narrative:
The subject otv-s400 was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot evaluate the subject otv-s400. Omsc checked the device history record of the subject otv-s400, there was no irregularity found. The exact cause of the reported event could not be conclusively determined, however there is possibility of that this phenomenon is attributed to the temporary bad connection between graphics processing unit (gpu) and the circuit board. Olympus stated the appropriate handling of the otv-s400 and the counter-measures against the irregularity in the instruction manual. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The omsc obtained the following additional information from the field service engineer. -the error that occurred at this phenomenon was related to communication error. -this phenomenon was occurred at the time of immediately after the start of the procedure. -the user completed the procedure without replacing the subject otv-s400. -the subject otv-s400 was returned to repair center of olympus for repair. However, there was no irregularity found. -the user continued to use the subject otv-s400. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject otv-s400 was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s400 to identify the root cause of this failure phenomenon when omsc receives it. The exact cause of the reported event could not be conclusively determined at this time. The otv-s400 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user used the subject otv-s400 in the unspecified procedure. During the procedure, the unspecified error was occurred by the subject otv-s400. The user replaced the subject otv-s400 with the similar device and completed the procedure. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.